Manufacturer narrative:
No product will be returned for eval.

Event description:
The pt reported he has noticed moisture in the cartridge compartment of his insulin infusion device. He stated at first he saw "a little bit of haze" and now he sees "little droplets forming" inside the compartment. The pt stated he is using cartridges that expired on 2006-12. The pt was advised not to used expired product. The pt stated he will switch to his old infusion device. The pt was advised to dry out the cartridge compartment with a cotton swab. Repeated attempts to follow up with the pt were unsuccessful. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for eval.